Manufacturer narrative:
An event of device embolization and removal of the device was reported. Field indicated that the patient had anatomy leading to issues which could have contributed to the reported event of device embolization. There was no allegation of a malfunction of amulet device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 34mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been consciously sedated for the implant procedure. The patient remained hemodynamically stable throughout the procedure. It was noted that there were 3 devices attempted for implant during the procedure. An hour post-implant it was noted that the occluder was freely undulating and had embolized into the left atrium. The embolized 34mm amplatzer amulet occluder did not cause a partial or complete obstruction/blockage of blood flow. The decision was made to emergently explant/retrieve the occluder using non-abbott device. The patient did not present any clinical signs or symptoms during or after this event and there was no prolonged hospitalization. The patient was stable and discharged at the time of complaint. There is no allegation of malfunction against the 34mm amplatzer amulet occluder or procedure. The embolization is attributed to the anatomy of the patient's left atrial appendage. No additional information was provided.